Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the contact pin of the video connector was deformed, resulting in no image. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a regular check, the screen of the visera elite video system center blacked out. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, no image was due to deformed socket pin of the video connector. The cause of the deformed socket pin could not be identified with the information. Olympus will continue to monitor field performance for this device.